Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose value of 43 mg/dl and treated with apple juice. Customer did not indicate if auto mode feature was active at the time of the event. The customer also stated getting sensor alert to change sensor and calibration not accepted. Customer declined to troubleshoot for low blood glucose and sensor issues. No product is expected to return for analysis.